Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
Right femur fracture case. It was reported that the variable angle tension arm was unlocked and the angle adjusted. When re-locking, the torque limiter wouldn't torque/ tighten and broke where the interlocking piece where arm connects to plate. A second device was used. Surgery completed successfully with no delay.